Event description:
Nurse was trying to activate shield on safety wing set. Her thumb and forefinger were on the wing but she was pulling the wing away from the shield. She yanked hard on the wing and her thumb slipped. The needle from the hiv + pt stuck her in her thumb.